Event description:
The company was informed that the recipient reportedly elected to have their device explanted due to psychological issues. Prior to explant the recipient was reportedly a non-user. The recipient is doing well.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Correction information: section e.1, g.2. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was damaged and broken wires were observed on the small tubing of the device. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires on the small tubing. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused short circuits for impedance values on two channels. The device passed the electrical tests performed. The residual gas analysis (rga) test was above the test limit. This device was explanted for medical reasons. However, this device had moisture that exceeded the rga test limit of 0.5%. Based on an assessment of the rga data, it is determined that this device was non-hermetic. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.